Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer had received several no delivery alarms. It was stated that there it is hard to push insulin thought during prime and insulin would come out but a while after, the insulin pump would alarm no delivery. Customer's blood glucose value was 124 mg/dl. The customer came to the phone to troubleshoot; she stated that she received over 6 alarms with the same reservoir and they occurred during basal. She stated that there were no leaks, air bubbles or scar tissue and the reservoir was not empty. Insulin did exit the tubing with fixed prime when disconnecting at the quick release. She removed the cannula and it was not bent. She then mentioned that there might be a reservoir occlusion as well as an issue with the cannula since it seemed pinched but insulin did exit. The customer was advised to change the infusion set and reservoir. The reservoir would be replaced and the customer agreed to return the product for analysis.